Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated with the event: battery / (B)(4)/ model # 1650 / exp. Date: 31aug2017 / UDI: (B)(4), device available for evaluation; mfg. Date: 31aug2016, labeled for single use: no. Battery /(B)(4)/ model # 1650 / exp. Date: 28feb2018 / UDI: (B)(4). Device available for evaluation: no, mfg. Date: 28feb2017, labeled for single use: no, (B)(4). Battery / (B)(4)/ model # 1650 / exp. Date: 31may2018 / UDI: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, mfg. Date: 31may2017, labeled for single use:no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several critical battery alarms and intermittent power disconnections with several batteries. The site mentioned that the patient was able to clear the alarms. A manufacturer's representative confirmed the alarms and power disconnect incidents. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Three batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several instances of momentary disconnections involving batteries (B)(4). Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). As a result, the reported events were confirmed. The most likely root cause of critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported intermittent power disconnections can be attributed to momentary disconnection between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, h7, h9, h10 product event summary: one (1) controller ((B)(6)) was returned for evaluation. Six (6) batteries (bat322793, bat551595, bat580409, bat321636, bat322307 and bat580399) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(6)experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed multiple instances of momentary disconnections involving batteries bat322793, bat551595, bat580409, bat321636, bat322307 and bat580399. Data log files also revealed multiple instances involving bat322793, bat551595, bat580409, bat321636, bat322307 and bat580399 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat322793, bat551595 and b at580409 within the analyzed period. As a result, the reported events were confirmed. The most likely root cause of the reported intermittent power disconnections can be attributed to momentary disconnections between the controller and batteries. The most likely r oot cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2017 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 30-jun-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2017 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 30-jun-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2018 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated six batteries also had communication errors. Three of the batteries remain in use.